Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the lead revision resolved the issue of their lack of stimulation on the right side. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's lack of stimulation was observed post-op. The cause of the patient's lack of stimulation was suspected too due to lead placement/positioning. The patient's lack of stimulation has been resolved, and the lead remains implanted. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 02-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the patient is going in for surgery tomorrow ((B)(6) 2019) to reposition the lead in her back because the lead is currently too far over to her left and she is not getting any stimulation on the right side. The patient confirmed this issue first started in (B)(6) 2018. No further complications were reported/anticipated.